Event description:
It was reported that this patient's right knee was revised approximately 10.5 years post op. Reason for the revision is unknown. Information on event was found when an incorrect part for a different case was received ((B)(4)) no additional information was provided or found.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 1890191 02-010-01-0330 - logic femoral ps cem right sz 3. 1723312 02-012-39-3030 - logic tibia fin tray cem sz 3f/3t. 1684451 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.